Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not flush. The following information was provided by the initial reporter: mp5303-c ext set will not flush.

Manufacturer narrative:
Investigation summary: no product or photo ( mat # mp5303-c) was returned by the customer. It was reported by the customer that the set will not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c and lot number 22109023 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not flush. The following information was provided by the initial reporter: mp5303-c ext set will not flush.